Event description:
It was reported the patient cannot feel stimulation from his scs system. An sjm representative met with the patient for reprogramming but was unsuccessful in gaining effective stimulation. A system diagnostics showed that impedances were within normal range. The physician reviewed x-rays of the patient's lead location but does not believe that the lead has moved. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.